Event description:
It was reported that the pt was explanted of the device. To date, neither the reason for the explantation, nor the date of explantation have been reported despite several inquiries. It has also not been reported whether the pt was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.